Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patients (pt) handset and recharger weren't syncing up and the recharger used to beep when it synced up and make other sounds however it wasn't doing that anymore, it was only making a clicking noise. The pt stated they would see they had a good connection when they were charging but then it would quit charging and that it would do that "5-6 times" and the pt would try to reposition the recharger before they were finally able to charge the ins. They then received a not found message/3167, so the patient rest the recharger and cleared the code. The patient again went to charge the ins and had a good connection, but again it went back to searching. The pt was able to connect to charge the ins again on the call with good connection, the therapy was on and the battery was at 70%. Also had the pt check the recharger settings and they saw that the volume on the recharger had been muted. The pt stated "somehow the recharger must have been muted," and they didn't know it. The pt unmuted the recharger and the recharger was beeping as intended. At this point, the recharger had gone back to searching again. The pt stated they hadn't moved at all and called their spouse over to help. The pt then started searching lower and stated "maybe it's moved."  The patient stated "it's not where it's supposed to be, that it seems like it's down low on my butt cheek." The patient and their spouse both confirmed they thought the ins used to be higher. The pt then lost connection again and the recharger went back to searching. The pt stated they've never had this problem before but now they just kept losing connection when charging. The patient then received a 1707 service code and they thought it was "the device" (the recharger) that was the issue however given the fact that the recharger kept losing connection and the patient received a 1707 code and they thought the ins was now lower, the patient was redirected to their managing health care provider (hcp) to check the device and to troubleshoot recharging in person.